Event description:
The customer reported via a form that he received the external ram crc error alarm. The customer's blood glucose was 247 mg/dl. The customer explained that he reached the max fill of 30 units on the insulin pump. The customer was advised to clear the alert. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was able to successfully prime the insulin pump by the end of the call. The customer had also mentioned that he experienced air bubbles. The customer was advised to replace the infusion set and reservoir. The customer was advised that replacement infusion sets and reservoirs would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.